Manufacturer narrative:
Complaint statement (B)(4): received 9pcs of 450230/g2112385 for evaluation. We have no further inventory of the material/batch. We have no further complaints for the material/batch. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations related to the reported error. Customer samples were visually and functionally checked. No abnormalities were found. The alleged malfunction cannot be confirmed.

Manufacturer narrative:
Complaint-(B)(4). A date of the event could not be obtained from the customer and samples were only recently received. The evaluation of the event will be performed by the manufacturer from where we purchased the device. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer advised they were stuck with the needle when the green cap snapped off as they were going to close it, poking their middle finger. Here is the updated information from the customer and the MDR questionnaire responses for this complaint. The customer left question #5 blank. Was the needle stick life threatening? No. Did the needle stick result in permanent impairment of a body function? No. Did the needle stick result in permanent damage to a body structure? No. Did the needle stick necessitate medical or surgical intervention to preclude permanent impairment or damage? No. Can you provide the greiner item number(s) and lot number(s) involved? Can you provide the full name and address of the location where the needlestick occurred, and a contact person? (B)(6). Contact person (rn lead) can you provide a full description of how the needlestick(s) occurred? While pushing green safety cover it snapped off causing needle to poke her finger. Did the facility receive product training from a greiner product specialist? Yes. Do you have any unused product samples available for return to greiner for a quality investigation? Yes.